Manufacturer narrative:
The field service engineer (fse) evaluated the lh750 on 09/ 22/ 2016 and found the needle bellows was not draining fully causing a leak, and replaced tubing at pinch valve vl57a resolving the reported leak. While onsite, the fse also observed the backwash cup (rinse trough) in the probe wipe module was broken and the whole module was replaced. The instrument ran without any further issues and was verified and validated. (B)(4).

Event description:
The customer reported approximately 50ml of bloody fluid leaked under their coulter lh750 hematology analyzer, no alarms were generated and the leak was not contained within the instrument; service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat, and eye protection when the leak was identified and there was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.